Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023. H6: investigation summary. Customer returned (26) 32g 4mm loose pen needles without teardrop label from the lot# unknown lot#. It was reported by consumer she is finding needles clogged during flow check. Some needles make her bleed. All the returned samples visually verified and observed 20 pen needles with bent npe cannula, 4 with broken npe cannula and two without any damages. Clog test was performed on the samples without any damages and observed no issues with clog. Most likely pen needle clog occurred due to bent/broken cannula. Root cause for bent/broken npe cannula cannot be determined as the returned samples were open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding needles clogged during flow check.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding needles clogged during flow check.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2242761. Medical device expiration date: 30-sep-2027. Device manufacture date: 30-aug-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.